Event description:
It was reported that on (B)(6) 2008, the patient underwent a posterior l5-s1 fusion using rhbmp-2/acs. Post-op, the patient reportedly developed bone overgrowth, chronic pain, pain, suffering, emotional distress, and mental anguish.

Event description:
It was reported that on (B)(6) 2008 the patient underwent posterior spinal fusion l5-s1. Posterior spinal instrumentation, l5-s1. Right iliac crest bone graft. Tlif, l5-s1. Interbody device placement, l5-s1. Preoperative diagnosis: degenerative disc disease with radiculopathy. Per-op notes: "after pedicles screws placement on the right and left side, I then performed tlif. The disc was then completely curetted out and washed out. I then placed rhbmp-2/acs and bone graft inside here and made a separate fascial incision, harvesting the bone graft in a normal fashion. After this was performed, I then packed gelfoam in here. This autograft was packed in the disc space with rhbmp-2/acs and in the posterolateral gutters. A cage was then tapped in the l5-s1 space, showed good alignment and good fixation."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.